Event description:
It was reported that the customer had high blood glucose levels. Customer had incorrect correction factor programmed in pump.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.